Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x22 alarm was generated at the end of the first priming sequence, indicating that the main was in critical alarm. This alarm prevented the pod from completing activation and deploying as intended. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x22 alarm could not be determined. The download data from the pod showed that a rotational sensor malfunction was observed in the data, however this malfunction did not impact priming. Inspection of the pod found no damages or manufacturing deficiencies that would contribute to rotational sensor abnormalities. The exact cause of the malfunction could not be determined.